Event description:
The foley catheter was replaced via rn at 1100. Upon turning patient, at approximately 1150 am, the catheter tube was pulling out of patient and the balloon was deflated. Two nurses examined the catheter balloon further and found a hole in the device balloon. Patient was assessed and it was unknown if any injury was caused to the patient, if so, was minor.